Event description:
The service center was informed that the doctor feels the scope reportedly scraped the patient's colon during a diagnostic colonoscopy procedure. The gi manager reported there were no endotherapy devices used with the scope. The scrapes were detected by the performing doctor; red lines were observed intermittently throughout the patient's colon. There was no bleeding observed and no treatment was required to the patient. There was no delay in the procedure and the procedure was completed using the same scope; no devices were replaced. The patient was not hospitalized for observation and the patient is currently doing fine. Prior to use, the scope was inspected but no irregularities were observed. The doctor does not believe there would have been any pre-existing conditions to cause the reported event.